Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of backup vvi was confirmed in the laboratory. Review of the device image revealed that a power-on reset occurred during hv therapy delivery. Visual inspection noted an arc mark on the ICD can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and ICD can. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the power-on reset was caused by high voltage arcing to the ICD can due to a lead anomaly.

Event description:
It was reported that the patient expired at home. Upon interrogation, the device was found to be in back-up vvi mode and hv output issue was noted. The device was explanted.